Event description:
It was reported by a neurologist that vns patient was admitted to a hospital for in status epilepticus. The patient's seizure rate was above pre-vns baseline per neurologist. Patient underwent generator replacement surgery on (B)(6) 2011 and the product was returned to manufacturer for an alleged end of service (eos). Additional information was received from a company representative indicating the treating neurologist referred the patient for generator replacement surgery based on implant longevity of the generator. At the moment, the patient has not been seen for a follow-up; hence it is unknown if the increase in seizures resolved after re-implant surgery.